Event description:
It was reported that the event occurred during the bladder-urethral anastomosis for a laparoscopic total prostatectomy with robot support. When switching to the large needle driver, when it was attached to arm cart assembly 3, the large needle driver was not recognized. Even after cleaning the contact surface with dry gauze and reattaching it, it was still not recognized. The large needle driver was also not recognized when attached to arm cart assembly 1. A replacement new large needle driver was used to complete the procedure. There was no patient injury. After the surgery, the problem was duplicated when the large needle driver was attached to the arm again.

Manufacturer narrative:
H2) additional information: d4 (UDI #), h4 h3) device evaluation: medtronic led an evaluation of the reported large needle driver and the associated device logs. Evaluation of the logs indicated that no instruments were shown as connected during the reported procedure. Visual inspection of the returned large needle driver noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the large needle driver was read with no observed failures. Evaluation of the large needle driver noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred during the bladder-urethral anastomosis for a laparoscopic total prostatectomy procedure, with robot support. When switching to the large needle driver, when it was attached to arm cart assembly 3, the large needle driver was not recognized. Even after cleaning the contact surface with dry gauze and reattaching it, it was still not recognized. The large needle driver was also not recognized when attached to arm cart assembly 1. A replacement new large needle driver was used to complete the procedure. There was no patient injury. After the surgery, the problem was duplicated when the large needle driver was attached to the arm again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.